Event description:
The pt reportedly experienced overly loud sensations and pain at the implant site while using the external equipment. External equipment was exchanged; however, this did not resolve the issue. The pt was prescribed antibiotics and corticoids to treat potential infection. Muscle relaxant myolastan decreased her pain. Surgery to explant the pt's device has been scheduled.